Event description:
It was reported that the left ventricular (lv) lead ring had fracture and was programmed to lv tip. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).